Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported that they met with the patient (pt) and was unable to interrogate pt's ins with two different tablets. Caller stated they confirmed the apps on both tablets were updated. Caller stated when attempting to interrogate the ins, both tablets would find the device and then would load to 99% and then would freeze. Caller stated they would then exit the workflow and try again. Caller stated the same thing happened with both tablets and they attempted to connect about 8 times. Caller confirmed no messages displayed on either tablet. Caller confirmed they were able to sync pt's controller to the ins. The caller was not with the patient and will meet with pt and call back if further assistance is needed. Caller stated they called ts on (B)(6) 2022 regarding this event. Tss was unable to locate the related case. Mdt rep, (B)(4) called back and was with pt. Caller stated they attempted to interrogate the ins with their tablet and it got to 100% and then "searching for communicator" displayed and they had to exit the workflow. Caller reset the ins via tech mode, re-paired the controller, and attempted to interrogate the ins with the cable connected to the communicator and was still unable to interrogate the ins. Caller repeated that they have been able to use the tablet to interrogate other ins's. Caller stated pt has not been receiving relief from therapy for the past couple months and said stimulation seems to be turning on and off. Caller stated they have been unable to interrogate the ins to confirm if cycling is enabled or to perform and impedance check. Caller mentioned pt cannot feel stimulation. Rep reported they would attempt to adjust stimulation with pt's controller in the meantime while waiting for follow up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported their stimulator has stopped working for the most part. Pt has met with the reps 3 times and they cannot connect to their devices to diagnose the problem. The patient is continuing to charge 2-3 times a day (see pe (B)(4) and it continues to turn itself off 10-15 times a day even when adequately charged. This has been occurring for about 3-4 months. The pt's pain has greatly increased during this time. The pt reported the issue has not been resolved and it has been over 2 months working with their rep and they still have no answers as to why the ins won't connect to the rep's tablet. The pt reported the it team was involved and has never seen this problem before. The rep escalated the issue but the pt has not heard back from the rep. The pt also reported last week they had an x-ray done under fluoroscopy because pt does not feel stimulation even when turned up extremely high. X-ray showed one of the leads snapped in half. Pt to potentially have surgery to resolve this if their insurance approves. Pt reported no falls or trauma that would have caused the lead to break. Pt expresses frustration over this.

Event description:
Additional information was received from the manufacturer representative. It was reported that they are planning to replace the ins due to cp app telemetry issues. They are also planning a lead replacement due to a lead fracture.

Manufacturer narrative:
Continuation of d10: product ID a710, product type software product ID a710, product type software product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further additional information was received from manufacture's representative. Rep reports patients intellis generator will not connect to clinician tablets. There were no known causes to the patient's issues. Rep adds, patient's battery will be replaced, it was replaced today (B)(6) 2022 by dr. The issues was resolved after patient had the replacement/ revision completed today (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.